Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was replaced with another boston scientific ICD. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that end of life (eol) battery status was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eol was reached earlier than expected due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.